Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. Concomitant product: d334trg ICD implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead presented with high thresholds in the distal location. The lead was attempted to be repositioned for better thresholds but was unable to remain in place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.